Event description:
It was reported that the patient had inadequate pain relief and was also experiencing extended and frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.